Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited alarm due to broken cassette. It was reported that pump alarmed, and the patient went to the nearest hospital and was told that the cassette had broken. Medication: veletri. No patient injury reported.